Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported "arm turned orange" complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have grip input disk #6 broken inside the housing. Additional observation(s) related to customer complaint: the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review showed 3 engagement failures via error code 22020 indicating engagement failure on the yaw axis. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. Common causes of engagement failures are attributed to an over-constrained design condition between the mating parts of the instrument and instrument sterile adapter disks. Corrections: b5. Describe event or problem: it was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was connected to robot, fired once, reloaded, and it would not fire again, and arm turned orange. Surgical assistant tried troubleshooting but had to open a new device. The doctor stated they noticed fraying, but nothing observed falling off instrument into patient. There was no report of patient harm due to this event. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action#'s: isifa2022-05-c and isifa2024-09-c, as previously listed in section h9.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.